Event description:
It was reported that the system 9800 had a "voltage out of range" error. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The transformer was jumpered to match the input line voltage. The system was tested and found to be working as intended and placed back into service.